Manufacturer narrative:
(B)(4). The homechioce (hc) device was not returned to baxter for evaluation; therefore, the reported issue was unable to be confirmed without review of the device logs. Review of the previous service record revealed that no issues were identified that may have contributed to the issue of increased intra-peritoneal volume (iipv). The previous return of the device was not for any issues related to iipv. Based on available information, the cause for the reported issue was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) drained 3800ml at the end of therapy yesterday, fill volume 2000ml. The hp did not want to swap. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.